Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the manipulator controller ergo base (mceb) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the console ergonomics error 32139 and had already power cycled the system multiple times, but the error kept returning. Technical support then powered the system off, turned the breaker off, unlocked and moved the console, and confirmed nothing was obstructing it underneath. The breaker was turned back on and the system was powered up again, but error 32139 returned. It was noted that the system could not be used as intended due to the console ergonomics, and staff disabled the ergonomics function so the system could power up without ergonomics positioning. There was no report of patient involvement or reported injury.